Event description:
The patient reported that two of the infusion sets from this particular lot have not had enough adhesive on them to stick to his body. The patient reported that his blood glucose levels were not affected due to this tissue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.